Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one year post implant the patient developed an infection. Cultures were taken, antibiotics were administered and hospitalization was required as a result of the event. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.